Manufacturer narrative:
H6: method-86 (other): work order search for the lens and cartridge. Results-100 (other): a lens work order search was performed and two similar complaints were found within the work order. A cartridge work order search was performed and one similar complaint was found within the lot.

Event description:
The surgeon attempted to implant a cq2015 collamer three-piece lens but it tore prior to being inserted. There was no pt contact or injury. The contact stated the cause of the lens tear may have been due to a loading error.